Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician expressed frustration with sensing on the specified model lead. There was no patient involvement.